Manufacturer narrative:
(B)(4): the customer troubleshot the issue by replacing the speaker with one from another device. This resolved the issue as sound was restored. A replacement speaker assembly was ordered and shipped to the customer to resolve the reported issue. The device remains at the customer site. Trending for this issue supports that there is no design, mfg, materials, or labeling. No further action is warranted.

Event description:
The customer reported that they were getting a 'speaker malf' inop. No pt harm was reported.